Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the wheel will solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Servo devices are equipped with four wheels (two of them have a kick stop) that allow the device to be easily moved from one location to another within a hospital or medical facility. Wheels on the ventilator cart are significant for the stability of the ventilator. Wheel lock is used to block the movement of the device and to ensure the cart stays securely in place once it is positioned. This prevents accidental movement during use. Photo of the damaged wheel was not provided. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the wheel.

Event description:
It was reported that the ventilator's wheel was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.